Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. The patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. A visual inspection revealed no damage or irregularity. A microscope inspection revealed no damage or irregularity. There was contrast present within the inflation lumen and the loosely folded balloon. There was blood in the guidewire lumen. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of same device. The patient condition was good post-procedure.